Event description:
This is a report of a patient who had a connection issue with the extension set during use for peritoneal dialysis. At the time of the event, the patient was experiencing abdominal pain, but the patient's effluent remained clear. The patient was able to perform therapy at a later time without difficulty. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the extension set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.